Manufacturer narrative:
Based on the preliminary analysis, a possible hypothesis to explain the reported issue is the embedded software version.

Event description:
Reportedly, tests were conducted with paradym rf dr and vr demo devices for rf telemetry. During these tests, it was impossible to initiate rf telemetry with an orchestra plus programmer and rf head using the smartview version 3.00. The same tests were conducted with platinium demo devices and were successful.

Event description:
Reportedly, tests were conducted with paradym rf dr and vr demo devices for rf telemetry. During these tests, it was impossible to initiate rf telemetry with an orchestra plus programmer and rf head using the smartview version 3.00. The same tests were conducted with platinum demo devices and were successful.

Manufacturer narrative:
Please refer to the attached analysis report. (B)(4).

Event description:
Reportedly, tests were conducted with paradym rf dr and vr demo devices for rf telemetry. During these tests, it was impossible to initiate rf telemetry with an orchestra plus programmer and rf head using the smartview version 3.00. The same tests were conducted with platinum demo devices and were successful.